Event description:
The complainant reported that a high purge pressure alarm appeared during impella 5.5 support. The purge cassette was replaced but the issue remained. The catheter was noted to be frayed/kinked. The device was explanted in response to the issue. There was no patient harm.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure and product damage (cannula kink) has been completed. High purge pressure: the returned product was inspected and a substantial kink and twist of the catheter was observed at around the 40cm marking. A window in the catheter was cut and purge line kink was confirmed. There was no biomaterial observed in the purge gap. The pump was run in the lab while the kink was unraveled and straightened and high purge pressure did not reproduce but there were changes in flow rate of the purge further confirming issue with purge line. The data logs from the field show a steady and gradual rise in purge pressure simultaneous with a gradual decrease in purge flow. There was elevated purge pressure for about 11 minutes during which there were several troubleshoot attempts of turning the pump down to p0 and back up to p8. There were also purge system blocked alarms. The root cause of the high purge pressure was determined to be due to a kinked purge line as evidenced by the returned product inspection and testing. Product damage (cannula kink): the returned product was inspected and a substantial kink and twist of the catheter was observed at around the 40cm marking. Clinical details noted kink formed when physician tried rotating the device. No information on patient anatomy complications were reported. The root cause of the product damage (cannula kink) was determined to be due to a catheter kink most likely due to a use-related issue as evidenced by returned product inspection and clinical details.